Event description:
It was reported the patient had discomfort at the ipg site. The physician surgically repositioned the ipg on (B)(6) 2013. It was reported the original incision was used, and the ipg was moved laterally. There were no problems noted at the time. Follow up identified the issue had improved postoperative. It was reported the position of the ipg was more comfortable for the patient.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.